Event description:
It was reported that during a pta treatment procedure on a small, fairly tight lesion in a peripheral artery in the lower leg, removal difficulties were encountered. The lesion was wired successfully and the balloon catheter advanced. The physician then inflated the balloon one or two times to unk atm's to successfully dilate the lesion. Difficulty deflating the balloon was then experienced. During withdrawal attempts a shearing like force was created within the vessel. The sheath was upsized twice and then the entire system was able to be successfully removed. The pt is reported as "ok" following the procedrue.